Event description:
Customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system gave a discrepant troponin I (accutni) result for one patient sample. Customer reported that the physician questioned the result. Customer reported that the sample was rerun. Customer reported that the rerun troponin I result was lower than the initial result. Customer reported that there was there was no change in treatment to the patient based on the erroneous result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash valve cap was wet with wash buffer. The fse cleaned the valves and installed the valves properly. The fse replaced the waste pump tubing. The fse flushed the vacuum pump and adjusted the mixer speed. The fse checked and adjusted the ultrasonics voltages. The fse performed alignments. The fse performed system check.